Event description:
It was reported that during a lumbar fusion, the handpiece heated up and metal shavings came out. Some of the shavings entered the surgical site and were removed by suction. The account used a back up handpiece to successfully complete the procedure. There was no clinically relevant delay, and the pt did not receive any additional treatment due to this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the front bearings failed, causing metal shavings to come out of the hand piece.